Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with hypoglycemia to the low 50s and hyperglycemia up to 400, with prolonged hyperglycemia lasting 2 to 3 hours; the user treated lows with fast carbohydrates and treated highs with correction dosing and by reconnecting the cgm, and the ilet provided both low and high alerts. Symptoms included shakiness and dizziness during hypoglycemia, and feeling loopy, irritability, and acid reflux during hyperglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included case intake and scheduling of advanced troubleshooting. Investigation of this case revealed no device malfunction reported or confirmed, and no component failure identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.